Event description:
The customer stated that her blood glucose readings had been reading lower than usual. While troubleshooting, she performed control tests and received 2 results of 56 mg/dl. The normal control range was 96-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.